Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged inaccuracy issue began 2 days prior to contacting lfs at lunch and at dinner. The patient reported obtaining blood glucose readings of ¿174 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with self-adjusted insulin and claimed he compensated for the elevated readings by increasing his dose of humalog insulin to approximately 10 units at 10:00pm. During the call recording, the patient stated that he awoke the following 2 mornings with symptoms of being ¿incoherent and groggy¿; symptoms he associated with an extreme low blood glucose excursion. In response to his symptoms, the patient stated that he treated himself with orange juice. The patient claimed he tested his blood glucose with the subject meter at the onset of his symptoms and obtained results in the ¿30s mg/dl¿ range. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was correct on the meter at the time of testing. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015) the patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - 3/16/2015. Device evaluation.the lay user/patients test strips have been returned on 2/9/2015 and further evaluated by lifescan product analysis on 3/10/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.